Manufacturer narrative:
The insulin pump was received with a motor error alarm during occlusion test and analysis was unable to prime at 4.0 pounds during prime test due to faulty force sensor resistor. The insulin pump's motor passed the motor test. The insulin pump had a broken reservoir tube lip, a cracked reservoir tube window, a broken belt clip slot at battery tube threads area, cracked battery tube threads, a missing end cap sticker, minor scratches on lcd window, and a missing address/serial number label. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.